Event description:
A customer reported the equipment displayed a system message and locked prior to procedure. The pt was in the surgical room and had received peribulbar anesthesia for a vitrectomy procedure. The procedure was canceled. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).